Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that during a transeptal puncture for pv ablation, the clinician noticed the patient's blood pressure dropped drastically. An effusion was identified. The clinician started CPR until a pericardiocentesis kit was used. After the pc procedure, the patient was stable enough to be taken to the or. No device issues to report. No additional patient consequence to report.